Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 470 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 269 mg/dl, 417 mg/dl and 469 mg/dl. Customer stated that they were in hospital, however it was not related to diabetes and was advised to turn off the insulin pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.